Event description:
It was reported that the user contacted support about frequent insulin cartridge replacements and elevated blood glucose after meals. The infusion site was dry, no cartridge leaks were identified, and the user was not consistently announcing meals while frequently snacking, which can lead to higher postprandial glucose. Symptoms included hyperglycemia after meals. Outcomes included user education and additional training on meal and snack announcements, guidance that transient postprandial glucose rises are expected, and confirmation that with a contact detach infusion set the insulin cartridge should be changed every two days with approximately 160 units remaining after tubing fill when starting with 180 units. Investigation included technical review of use patterns through outcome reports and user interview. Investigation of this case revealed no device malfunction or component failure and identified user-related use error due to inconsistent meal announcements as the likely driver of reported hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user not following instructions for use regarding meal announcements with appropriate training provided.